Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Additionally, ra lead insulation damage was observed during the explant procedure.

Manufacturer narrative:
The reported events of noise, oversensing and lead insulation damage were confirmed. As received, a partial lead was returned in two pieces. An external insulation abrasion was revealed proximal to the suture sleeve tie impression, breaching the outer insulation, and exposing the outer coil. The cause of the reported event of insulation damage was due to the external insulation abrasion observed. The cause of the reported event of noise resulting in oversensing was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.